Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. It was noted that the device is not available for evaluation. There have been no other events for the lot referenced. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Postoperative diagnosis: patient had an index surgery outside the institute prior to cors scope. On (B)(6) 2014 doctor revised the patient with a hinge prosthesis. The patient developed pji, and was revised with all components exchanged on (B)(6) 2016. The patient got reinfected and had all components removed again on (B)(6) 2017. This report is for the second revision.